Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) and a company representative regarding a patient who was receiving morphine 15.0 mg/ml; 1.997 mg/day and bupivicaine 10.0 mg/ml; 1.332 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient was examined on (B)(6) 2016. The right abdominal incision had purulent drainage and erythema. Underneath the dressing on the right abdomen was an area of cellulitis with red skin, warmth and swelling. In the center there was drainage of whitish material. The clinical diagnosis was infected pump site of the right lower quadrant. Antibiotics were administered on (B)(6) 2016. The patient had an emergency explant due to infection. The entire system was explanted and not replaced on (B)(6) 2016. A wound culture was done on (B)(6) 2016 and results were (B)(6). Etiology of the event was possibly related to the device or therapy and implant procedure. The event resulted in in-patient hospitalization. Ms-contin and endocet were initiated for pain control on (B)(6) 2016. Discharge summary indicated the patient had persistent drainage that required remaining in the hospital until the drainage decreased and the drain could be safely removed. The patient was discharged (B)(6) 2016. Examination on (B)(6) 2016 noted the incisions appeared to be healing well. On (B)(6) 2016 the incision appeared to be infected, was warm to the touch and more red than at the staple removal. Antibiotics were administered and referral to infectious disease was done (B)(6) 2016. The outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 26-jul-2017 indicating the outcome was indicated as resolved without sequelae as of (B)(6) 2016. Upon examination, the incisions looked good and the pump site was well-healed as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.